Event description:
The customer reported that he was hospitalized with a blood glucose greater than 200 mg/dl. The customer stated that he was lethargic and had pasty skin. The customer also has neuropathy. The customer stated that he had an infection over his heart, about 3.5 to 4 inches from the insertion site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.